Event description:
Related manufacturer reference: 2017865-2018-16555. During follow-up, loss of cardiac sensing and noise were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead was dislocated. In addition, a high capture threshold was observed on the right ventricular (rv) lead. The rv and ra leads were explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of inadequate capture was not confirmed. A complete lead was returned in one piece for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.